Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The customer stated her blood glucose reading was 500 mg/dl prior to the hospitalization. The customer also stated she was vomiting. Troubleshooting was performed and the insulin pump was working correctly. The customer was unable to run the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.